Manufacturer narrative:
Other device listed in this report: cat. No.: 6260-5-426, 26mm +12 v40 taper vit head, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient had right hip revision due to infection.